Manufacturer narrative:
Unit received with cracked, detached end cap. Unable to perform rewind test, basic occlusion test, occlusion test, prime, compromised forced sensor system test, excessive no delivery test and displacement test or verify motor error, motor piston encoded alarm alarms due to cracked/detached end cap. The test reservoir locked in place properly and no anomaly noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.¿ however; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the customer experienced the high blood glucose of 496 mg/dl. The customer was treated with the syringe. The customer reported that the drive support cap was normal. The customer declined symptoms of high blood glucose and she had an emergency kit available. The insulin pump will be returned for analysis.